Event description:
Issue: malfunction. Error description: error occurs during examination. Error message: some stand movements not possible. Restart of the system without success. It was reported to philips that the device gave an error during the examination: ¿some stand movements not possible¿. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the motor gearbox assembly and the samd boxed hi power which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was outside of clinical use at the time of event occurrence. A philips field service engineer (fse) inspected the system onsite confirmed that the angulation movements were not available. The review of system log file confirmed the reported geometry errors. Upon troubleshooting, fse identified the motor gear box was defective and the power pulses to the motor were incorrect. The fse replaced motor gear box and power unit for the engine. After replacement of motor gearbox and power unit, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.